Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this implantable transvenous lead exhibited pacing impedance greater than 3,000 ohms.